Manufacturer narrative:
Additional information: four pictures were received; ; no discrepancies are visible related to the issue reported. One sample was returned for evaluation. Visual inspection of the device found a kink detected on the pump tube caused by the ffp system. The sample was connected to a hydrostat vessel to verify priming. Fluid could pass through the ffp system with some resistance but once connected again to the pump, could prime without difficulty. No discrepancies were detected-the reported customer complaint was unable to be confirmed.

Event description:
Information was received indicating that a smiths medical cadd administration set was not delivering medication. The reporter indicated that per nurse, the patient had not received any medication for hours. Subsequently, the tubing was changed out then medication was able to be infused without an issue. No patient consequences were reported. No adverse effects were reported.